Event description:
The report states, "the customer reports that they are receiving defective product that are not giving reliable readings. They are having multiple issues with multiple cuffs.".

Manufacturer narrative:
The report states, "the customer reports that they are receiving defective product that are not giving reliable readings. They are having multiple issues with multiple cuffs." The customer reported, "medline has determined these cuffs are not defective and discontinued them. They have been replaced them with another model. Training patient on how to use the blood pressure cuff to take blood pressure measurements at home/. Invalid / incorrect blood pressure reading. Took second and third readings with invalid / incorrect bp reading. Discharged after finding cuff that functioned properly. "There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to seriousinjury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.